Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has loaded in foreign catheter, with distal tip detached and corewire fractured, as part of overall visual revision. Unit returned matches with the upn provided by the customer. Visual inspection was performed and the device presented: distal tip detached and corewire fractured (2.3cm approx.). All the outer diameter (ods) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). The 185cm pt²¿ guide wire was advanced to observe the lesion with intravascular ultrasound (ivus). When the device reached the proximal portion of the mid lad, the device became difficult to manipulate. The guide wire was removed however it was noted that approximately 10mm of the distal tip of the wire was detached. The detached portion of the guide wire was able to be removed from the patient and the procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the distal tip of the 185cm pt²¿ guide wire was detached at the mid left anterior descending artery. A gooseneck snare was used to retrieve the detached tip. No resistance was encountered during use of the device and no special technique was done.

Event description:
It was reported that guide wire tip detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). The 185cm pt²¿ guide wire was advanced to observe the lesion with intravascular ultrasound (ivus). When the device reached the proximal portion of the mid lad, the device became difficult to manipulate. The guide wire was removed however it was noted that approximately 10mm of the distal tip of the wire was detached. The detached portion of the guide wire was able to be removed from the patient and the procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).